Event description:
Health care professional (hcp) reports normal saline (ns) line left partially open during pt (pt) treatment (tx) on 550 device due to access flow restriction. Hcp reports the device alarmed appropriately to note air in the pt line and the ns bag empty. The hcp disarmed the air foam detector to remove air from the venous drip chamber while continuing with pt tx. The hcp then noted blood past the venous drip chamber into the venous blood line. The hcp turned off the blood pump at this time, disconnected the venous line from the pt and purged the air out of the line. The hcp then reconnected the pt and continued tx. The pt c/o sob, nausea, vomitting and anxiousness. The hcp placed the pt on left side and administered oxygen at 2.5 l per nasal cannula. Tx was discontinued and pt was sent to ER via ambulance. Pt was diagnosed with suspected air embolism. Pt hospitalized for three days; no add'l tx required. Pt fully recovered.